Event description:
The customer reported that they received an erroneous result for one patient sample tested for cholesterol. The sample initially resulted as 40 mg/dl accompanied by a data flag. The sample was automatically repeated by the analyzer and resulted as 36 mg/dl accompanied by a data flag. The 36 mg/dl value was reported outside of the laboratory. On (B)(6) 2012, a physician questioned the result. The customer pulled the sample tube and repeated it on the same instrument on (B)(6) 2012. The repeat result was 245 mg/dl accompanied by a data flag and this value was believed to be correct. The patient was not adversely affected due to the event. The cholesterol reagent lot number was 64923101 with an expiration date of 11/30/2012. The field service representative could not determine a cause. He verified probe alignments, stirrer rinse, cell rinse, vacuum and refill levels. He replaced the degasser and syringe tubings. He ensured the instrument performed to specifications and checked alignments, pump pressures, and rinse mechanism operation. He ran precision testing. The customer processed successful calibration, quality controls, precision testing, and patient samples. After investigation, a specific root cause could not be determined. A sample specific issue is assumed to be the root cause.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other text : na.